Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted after the patient had low flow, low speed advisory, and a pump off event. The patient was receiving hemodialysis, and their mean arterial pressures were stable in the 80s. The log files captured multiple low speed advisories and pump stop alarms on 08apr2026 and 09apr2026 while the patient was connected to wall power. This indicated a potential short-to-shield event within the percutaneous lead. There were no other unusual events recorded in the log file event history. It was noted that this patient underwent a driveline repair in (B)(6) 2025 and that there would not be space for another repair. The alarms resolved after placing the patient on an ungrounded cable. The patient experienced no symptoms during the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log files confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined, as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained events from (B)(6) 2026 through (B)(6) 2026. Low speed events and pump stop events were captured on (B)(6) 2026 through (B)(6) 2026 while the patient was connected to the power module. No other notable events or alarms were captured. It was reported that the patient was asymptomatic with the alarms. The alarms resolved when the patient was placed on an ungrounded cable. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. B, and hmii lvas patient handbook, rev. A, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The renal dysfunction was determined to have not been device or therapy related and occurred over 1 year prior.